Event description:
It was reported that the patient presented for a generator changeout procedure. Interrogation revealed several events of noise resulting in non-sustained right ventricular oversensing episodes on the right ventricular (rv) lead. Insulation breach of the rv lead was confirmed via imaging. The rv lead was capped (B)(6) 2026 and replaced. The patient was stable throughout.